Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Product remains implanted. Surgeon implanted a left tibial component on the right side. No further complications have been reported.

Event description:
It was reported that patient underwent a primary oxford procedure on (B)(6) 2013. While looking at the x-rays the next day, it was discovered that the surgeon had implanted a left tibial component on the right side. Surgeon elected to leave the item implanted. No further information has been received.